Manufacturer narrative:
At this time the device remains implanted and in service. If the product is explanted and returned, analysis will be performed and this report would be updated.

Event description:
It was reported that this device is behaving in a manner consistent with premature battery depletion (pbd) . At a routine follow up appointment in (B)(6) 2019, it was noted that the battery longevity had decreased by two years, 5 months from the previous check a year ago. The device remains implanted and in service. No adverse patient effects were reported. Additional information was received that boston scientific technical services (ts) consultant performed a disk analysis, and confirmed normal battery consumption for the device program settings. T/s recommended monitoring device, and rechecking the battery level in 3 months.